Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device reached its elective replacement indicator (eri) prematurely. Device replacement was anticipated. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Premature battery depletion was confirmed from the analysis of the current plus device. The device was received with battery voltage at end of service (eos) level. During functional testing, high current drain was detected and isolated to an integrated circuit (ic) anomaly in the electronic circuit board of the device. High current drain caused the battery to deplete earlier than expected.

Event description:
It was reported that the device was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.